Event description:
The patient was undergoing a medical procedure using a neuron delivery catheter. Upon removal from the packaging, the neuron catheter was found kinked near the hub. The physician opened a new neuron delivery catheter, which was found kinked upon removal from the packaging. The procedure continued successfully using a new neuron catheter.

Manufacturer narrative:
Result: the first neuron 070 was kinked approximately 3.5 cm from the hub. (-2) the second neuron 070 was kinked approximately 26.8, 28.0, and 66.0 cm from the hub, and kinked approximately 3.2 and 6.4 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that both neuron 070s were kinked upon removal from the packaging. Evaluation of the returned devices confirmed kinks in both neuron 070s. This type of damage typically occurs due to improper handling during removal from packaging. If the catheter is removed from the packaging at an angle, the shaft may kink due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00345.